Manufacturer narrative:
Upon inspection by a stryker field service tech it was found that the power load fastener was experiencing difficulty loading/unloading a cot, which is not a reportable event. Section b5 has been updated to reflect this. Section d has been updated with correct product information and section h has been updated per the device evaluation.

Event description:
It was reported that the cot legs are not extending after unloading, indicating the cot is difficult to unload. There was no report of patient involvement or adverse consequences. Upon further investigation by a stryker field service tech it was found that the cot fastener was having difficulty loading/unloading the cot and there was no issue with the cot. The issue of a power load having difficulty loading/unloading is not reportable.

Event description:
It was reported that the cot legs are not extending after unloading, indicating the cot is difficult to unload. There was no report of patient involvement or adverse consequences.